Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board feature was not calculating correctly into the bolus total. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.